Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huar0905 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the patient presented to the outpatient facility and the hickman line was found to be leaking externally. A call was placed to the venous access team who advised that line should be clamped above the leakage point and referred for urgent removal. The line was removed later that day without incident.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter leak is confirmed, use related. The sample returned was one t/l hickman catheter. A circumferential line of damage is visible 177 mm distal of the trifurcation and a small hole was found 120 mm distal of the trifurcation. The proximal damage (120 mm) is a longitudinal split with well matched, smooth edges. The interior surface displays pattern transfer from a grind sharpened instrument such as a scalpel. Three major damage spots are visible within the distal damaged area. Two of the damage spots are superficial and one penetrates to the interior of the lumen. The spacing and linear nature of the damage is suggestive of a tool edge with ¿teeth¿. Superficial scratching and scuffing was found diametrically opposite of the damage. All three lumens were found to be patent to infusion and two leaks were found while flushing the red lumen. As the patterning and diametrically opposed nature of the distal damage is suggestive of a ¿toothed¿ instrument such as forceps and the proximal damage is consistent with a sharpened blade instrument, the complaint is confirmed, use related. A lot history review (lhr) of huar0905 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient presented to the outpatient facility and the hickman line was found to be leaking externally. A call was placed to the venous access team who advised that line should be clamped above the leakage point and referred for urgent removal. The line was removed later that day without incident.